Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, immediate implantation. Immediate implantation into a socket that was slightly compromised. It integrated but with use from the denture the bone gave way. Abutment seated (B)(6) 2021, pick up impression taken for locator hub. Patient has been wearing denture successfully. (B)(6) 2021 implant came out.